Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 300cc gel breast prosthesis developed baker grade IV capsular contracture in her right breast post implantation. The capsular contracture was diagnosed via palpation. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 300cc gel breast prosthesis on (B)(6) 2022.

Manufacturer narrative:
Correction: g3 date received by manufacturer was incorrectly reported as 22-apr-2022 in the initial report. The correct value for g3 date received by manufacture for the initial report is 21-apr-2022. Manufacturer¿s reference number: (B)(4). G3 date received by manufacturer: 21-apr-2022 (correct date for initial report).